Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The failure mode for the broken needle point could not be determined but the condition is consistent with the needle skiving under thick tissue or with the needle hitting the acromion. The distal end of the nitinol point demonstrates minimal scrape marks, indicating the needle was not fired excessively. The mating part (instrument) used in the event was returned. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a procedure on (B)(6) 2015, a surefire scorpion needle broke. The tip of the needle broke-off in the patient and was not retrieved. No further information is available. Follow-up investigation: procedure was a right rotator cuff repair. The tip remained in the suprasinatus tendon. Surgeon had made approximately three passes with the scorpion prior to breakage. A new surefire needle was opened and used to complete the procedure.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that during a procedure on (B)(6) 2015, a surefire scorpion needle broke. The tip of the needle broke-off in the patient and was not retrieved. No further information is available. Follow-up investigation: procedure was a right rotator cuff repair. The tip remained in the suprasinatus tendon. Surgeon had made approximately three passes with the scorpion prior to breakage. A new surefire needle was opened and used to complete the procedure.